Event description:
Lv lead screw loosened causing crt-d to stop functioning by failing to capture. Device work done at (B)(6). Lead set screw was loose causing capture failure. Lead revision was required under surgery.